Manufacturer narrative:
(B)(4). The service engineer (se) verified event. Disassembled and reposition both backlight inverter printed circuit board (pcb). Downloaded current software to graphical user interface (gui) central processing unit (cpu). Reassembled liquid crystal display (lcd) display cable not seated properly. No parts replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator upper display was erratic. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
(B)(4). New information was received from the customer indicating that the patient was not involved during this malfunction reported.